Event description:
It was reported through the filing of a lawsuit, that allegedly after implantation of the device, the patient began experiencing significant pain and discomfort in the area of the implanted device. It is further alleged that the patient has undergone premature revision surgery.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Event description:
It was reported through the filing of a lawsuit, that allegedly after implantation of the device, the patient began experiencing significant pain and discomfort in the area of the implanted device. It is further alleged that the patient has undergone premature revision surgery.

Manufacturer narrative:
Catalog number is unknown at this time. The device description was reported as trident acetabular system, the information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined. Device not returned.